Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that upon arrival of the lvad patient in sicu with multiple IV pressors 8 IV pump completely shut off. It is presumed there were two pc unit's and 4 pump modules. There was no report of patient harm or medical intervention. Although requested, no specific event details were provided.